Event description:
Add'l info rec'd from MFR 6/22/04: the device listed in the report was not returned to life-tech, so failure analysis or laboratory testing was unable to be performed. Further, the device listed in the report was not sold to the end user by life-tech. Review of internal documentation shows that lot number 4d26701, as cited in the adverse event or product problem, was manufactured for, and sold to, life-tech's OEM partner, acmi. In this instance, according to acmi personnel, acmi was not informed of this problem. Without analysis of the specific unit that was the subject of this report, or the variables involved in its preparation and use, it is impossible to definitively ascertain the cause of the event. In an effort to determine the procedural specifics of this case, voice mail messages have been left for the reporter of the event on may 25, june 4, and june 17. To date, no return call has been received. A final request for the procedural specifics was sent via registered letter. This type of event could have been caused by any of the many variables in preparation, use, or removal of the abdominal pressure catheter. Prior to use, it is not unheard of for several days' worth of catheters to be "prepped" at one time by filling the balloon with liquid and letting the catheters sit in this manner. This can negatively affect the adhesion of the balloon to the catheter by breaking down the joint. Immediately prior to use, this catheter is often lubricated to facilitate insertion. A petroleum-based lubricant breaks down the plastic bond. During use, the instructions for use specify a maximum 1.5 cc be instilled into the balloon - overinflation stresses the balloon-catheter junction. While it is possible for partial(positioning) or complete removal of the catheter to be performed at any angle, the greater deviation from a straight removal from the rectum, the greater force is exhibited to the balloon-catheter junction. If the balloon has not been completely deflated prior to removal, or not lubricated prior to use, it will be exposed to unnecessary stress.

Event description:
The catheter was inserted [into the rectum during a cystoscopy and video urodynamics] and balloon inflated. The catheter was pulled back to insure placement, and the catheter came out without the balloon. The balloon remained in the pt. An attempt was made to retrieve the balloon with a hemostat, but was unsuccessful. The pt was discharged without retrieval of the balloon. The pt was instructed to check for the balloon. No pt injury, no report from pt since discharge.